Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose. To resolve the issue, the customer changed both the infusion set and the cartridge, then resumed insulin delivery.